Manufacturer narrative:
E1: name and address: phone: (B)(6). G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to use for a procedure involving endoscopic stone removal, an ncircle tipless stone extractor was found damaged and not working normally upon opening the package. The procedure was completed using a different same type device. The device did not make patient contact. No additional procedures were required due to the occurrence. No adverse effects were reported due to the occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: h6: component code (annex g). Event description: as reported, prior to use for a procedure involving endoscopic stone removal, an ncircle tipless stone extractor was found damaged and the basket would not close upon opening the package. The procedure was completed using a different same type device. The device did not make patient contact. No additional procedures were required due to the occurrence. No adverse effects were reported due to the occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device were conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, instructions for use (IFU) and quality control procedures. One ncircle tipless stone extractor was returned in its plastic tray only. The basket would not deploy using the handle. Disassembled the handle during investigation and found the yellow support sheath was not secured to the basket sheath. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found one non-conformance, with one device, related to the reported failure mode and the device was scrapped. A review of complaint history records shows fifteen other similar complaints associated with the complaint device lot. Analysis of complaint and manufacture data indicated that this event was isolated to this one specific lot. Containment activities were performed for the device lot. No products remained within cooks' control for disposition. There was no indication that devices manufactured outside of this lot were impacted. The instructions for use (IFU) does not provide any information related to the reported issue. The returned device was found to have a basket that was not functional due to the basket sheath and yellow support sheath having separated. Based on the investigation of the returned device and large number of complaints reported from the product lot, it was determined the cause of the issue was due to a manufacturing issue, not enough glue placed on the support sheath/basket sheath joint to properly secure the components in place. The operator who performed the gluing operation is no longer employed at cook. A review of the lots that the operator performed work on showed this was the only lot where that operator had performed the gluing operation. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5 corrected information: h6 (annex a and g) this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 10jan2024. The basket could not be closed.